Event description:
Info received indicates the foot hi/low function is drifting.

Manufacturer narrative:
The tech found the foot hi/low valves were sticking. The tech replaced the valves and cleaned the screens to repair the bed.